Event description:
A customer reported that the unit of measurement setting of her freestyle flash meter change without her knowledge. The customer had been mistreating herself for two weeks. In 2006 the customer's boyfriend called an ambulance for her. Paramedics arrived and gave the customer glucose syringe and took her to hosp where she was put on a drip until she became stable. The customer was released from hosp the same day. A meter with locked units has been sent as a replacement.